Manufacturer narrative:
(B)(4). The reported high capture threshold was not confirmed in the laboratory. Review of the device diagnostics indicated high pacing lead impedance. The device was tested on the bench and no anomaly was found. The cause of the high capture threshold could not be determined.

Event description:
It was reported that the device was explanted due to high capture threshold. The patient was stable post procedure.